Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: june 24, 2019. The manufacturer¿s international service technician evaluated the unit and confirmed that the green on/off power led was not illuminated. The service technician replaced the power switch overlay to address the problem and the problem was resolved. The unit was checked overall, cleaned, run-in tests and functionally tests were performed and no other abnormality was identified. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.

Event description:
It was reported that the ventilator's led (light emitting diode) indicator was faulty. There was no patient or user involvement.

Manufacturer narrative:
G4: 03sep2019; b4: 04sep2019. The replaced power switch overlay was returned and failure investigation was performed on 29-aug-2019. Failure investigation determined that the "power on" green led (light emitting diode) was detached from the trace and did not make contact, which caused the reported led illumination failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.